Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) at max output. No adverse patient effects were reported. This ra lead remains in service. Additional information indicated that reprogramming was performed as the patient had some atrial flutter events that were blanked. No further intervention was required. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event. At this time, no further information is available. Should additional information become available this report will be updated. The local area sales representative was contacted for additional information as the physician's complete name. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area sales representative was contacted for additional information as the physician's complete name. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) at max output. No adverse patient effects were reported. This ra lead remains in service.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) at max output. No adverse patient effects were reported. This ra lead remains in service. Additional information indicated that reprogramming was performed as the patient had some atrial flutter events that were blanked. No further intervention was required. No adverse patient effects were reported. Additional information indicated that this rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Follow up report 2 (additional information) this report is being submitted to update section b5, e1, e2, e3, h1 and h6 codes. Good faith effort attempts were made to try and retrieve additional details regarding the reported event. At this time, no further information is available. Should additional information become available this report will be updated. The local area sales representative was contacted for additional information as the physician's complete name. At this time, no further information is available. Should additional information become available this report will be updated.